Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion area was located in a mildly tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endoscopic third ventriculostomy. During the procedure, the balloon was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.